Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead had exhibited infection. Reportedly, the patient fell into a doorway and had a hematoma that did not resolve. As a result, a debridement was performed. The patient was treated with intravenous antibiotics. No additional adverse patient effects were reported. The lv lead remains in service.

Event description:
It was reported that this left ventricular (lv) lead had exhibited infection. Reportedly, the patient fell into a doorway and had a hematoma that did not resolve. As a result, a debridement was performed. The patient was treated with intravenous antibiotics. No additional adverse patient effects were reported. The lv lead remains in service. Additional information indicated that the lv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being filed to correct the b5: describe event or problem; d6b: explant date; and h6: impact codes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned for analysis. The allegation against the product was not confirmed as the reported allegations of infection was known inherent risk of device. Analysis of the returned product is not able to provide relevant information for infection-related allegations. This supplemental report is being filed to correct the d9: device avail for eval; d9: device return date; g2: report source; h2: follow-up type; and h3: device eval by manufacturer.

Event description:
It was reported that this left ventricular (lv) lead had exhibited infection. Reportedly, the patient fell into a doorway and had a hematoma that did not resolve. As a result, a debridement was performed. The patient was treated with intravenous antibiotics. No additional adverse patient effects were reported. The lv lead remains in service. Additional information indicated that the lv lead was explanted. No additional adverse patient effects were reported.